Event description:
During a pfa procedure, it was not possible to insert the volt catheter through the first valve of the agilis 13f sheath and blood was observed leaking from the valve. The sheath was replaced and the procedure was completed with no adverse patient consequences.